Event description:
I went in to establish an IV on pt. I cleaned off pt's arm with a chlorasept wipe and I opened my angiocath. I checked for chords and didn't see any. I proceeded to place the angiocath into pt's left ac. I put the angiocath into pt's skin. I was going to go into the vein, but when I went under the skin, I felt a crackle on the angiocath and I had never felt that before. I then pulled out the angiocath and saw the end of the plastic part of the angiocath had cracked and also noticed the tip was not on. I reported it to r.n. Then I reported it to a second, rn and dr. Dr examined pt's arm.